Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the driver was fractured at the tip. No impact on the patient reported.